Event description:
It was reported a triclip procedure was performed to treat tricuspid regurgitation (tr)with a grade of 4+. The first clip was positioned at mid a/s and the physician successfully crossed the valve. The tissue was grasped however the septal leaflet did not look very taught. They attempted to get a better view of the leaflets however both transgastric view and long axis were difficult to obtain. The physicians re-grasped and septal still appeared to be tenuous. The clip was deployed and was canted towards anterior leaflet but stable. A second clip was placed without issue. A third clip was prepared and placed at p/s. It took 2-3 attempts before getting a final stable grasp. During establishing final arm angle (efaa) the physician noticed the clip continuously opening from <10 degrees to 30 degrees where it stopped. They left grippers down, opened to 120 relocked and closed. The clip was better, but not as closed as it was before efaa according to physician. The cardiac surgeon mentioned they felt the pressure from the gripper lines on the arms of the clip pushes the clip arms slightly open. Three clips total were implanted, reducing tr to a grade of 2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot / did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip opening during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.